Event description:
The following has been reported: biomed reported: "tubing complaint-missing secondary port one primary set at baptist lci delray. Secondary port (k-zero) was completely missing from set. Discovered by nurse when she started infusion. Biomed went to hang a secondary and discovered the port was missing and reported it. Changed out the primary set to continue infusions. Drug: magnesium and potassium chloride patient harm: no" serial numbers: (B)(6) (mftr date: 10/03/2025) or (B)(6) (mftr date: 10/03/2025). A preliminary review of the logs identified the following issue: missing components (set) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a

Event description:
One sample of ivenix administration set was returned for evaluation. The gold foil corresponded to set-0032-25. During the visual inspection it was identified a missing luer activated valve (secondary port) in the administration cassette. Under microscope a residual glue was detected around the secondary port at the administration cassette. The customer complaint is confirmed. The most probable root cause of the reported incident is associated with a manufacturing assembly error related to the lack of uv glue application or insufficient curing time during the bonding process. This resulted in poor adhesion, causing the luer connector from the secondary port to become loose, detached, or missing, due to an improper joining operation performed by the operator. The current process controls detection include 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. The batch records fa25c10038 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing. The batch record fa25c10046 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.